Event description:
It was reported that the nursing staff removed a catheter after infusion, and there was a catheter break. No resistance was noted during removal.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The reporter did not provide any specific information concerning the procedure or other particulars of the alleged incident. Without the actual product, lot number, or further details of the incident, an analysis cannot be conducted. The facility is retaining the catheter. It is unknown if the remaining segment was removed from the patient. I-flow has prepared a technical bulletin in order to prevent and decrease catheter breaks, entitled "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system". It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.